Manufacturer narrative:
Product analysis: it was confirmed that the epg had no output. This was attributed to a defective heart lead flex assembly. The assembly was replaced. Both bail covers were also missing and were replaced. The device passed final functional test. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output on the atrial or ventricular channels. The programmer was returned for service. No patient complications have been reported as a result of this event.